Event description:
It was reported that the device had patient side occlusion pressure reading low during preventive maintenance, both pressure sensors were replaced and still continued to fail. Preventive maintenance was also due on july. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.